Event description:
(B)(4). The dentist reported that 54 days after the dental implant was installed in an intraoral region #26 it was verified its non-osseointegration. A 60 n.cm of primary stability was achieved and immediate load was not performed.

Manufacturer narrative:
(B)(4).